Manufacturer narrative:
The defective o2 gas supply module was returned to the manufacturer for evaluation. The reported problem could not be reproduced. The device has been functioning within specifications since the service intervention. No conclusion can be drawn.

Event description:
The ventilator was connected to a patient. The ventilator was delivering 50% 02, then 02 concentration shot up to 100%. There was no patient injury.